Event description:
A change in therapy was reported; 2-3 days ago the patient began experiencing seizures. The pump was checked on (B)(6) 2012 following an MRI to make sure the motor stall recovered. Device troubleshooting options were being considered. At the time of this report the patient was in intensive care unit (ICU). The pump delivered lioresal. Additional information has been requested; a follow-up report will be sent if information becomes available.

Event description:
The pump had stopped during an MRI and had later started back up "shortly after" the completion of the MRI. The pump stall was due to the MRI. The pump was noted as running and functioning normally. The cause to the patient's seizures was not determined while the patient was in the care of the ICU, however, they ruled out the pump as a cause being it was operating normally. The pump was refilled "not long before this event" which was a reason why they needed to rule out the pump. The patient was described as being "fine" in regards to outcome.

Event description:
Additional review indicated that the patient had intermittently rigid like a seizure and fallen. The patient's neck-head went back and got stiff. The patient was intubating and 'she did this on and off.' The patient was given ativan, keppra and also IV. Additional information was reported that the patient felt the spasm got really bad, and she decided to take oral baclofen on top of the pump. Then, the patient had seizure and wound up in ICU for five days. The patient went from there to a rehab care center for almost a month. During that time, 'the pump was turned off.' The dosage was greatly diminished when the patient went back to refill after the patient came back from rehab.

Manufacturer narrative:
Catheter model # 8731sc, lot # n218493010 , implanted on: (B)(6) 2009, explanted: unknown; catheter model # 8598a , lot # n206223007 implanted on: (B)(6) 2009; explanted: unknown. 8590-1 dacron pouch, lot # n173454, implanted: (B)(6) 2009.

Manufacturer narrative:
(B)(4).